Event description:
It was reported that the patients implantable pulse generator (ipg) got displaced and was causing discomfort whenever the patient laid flat on the back. The patient underwent an ipg repositioning procedure, and the patient was doing well post operatively. The device remains implanted an in use.